Event description:
An optometrist reported a case of 'some bilateral glare', observed at two months post lasik treatment. Reporter indicated the patient displayed "hyper-attentivity to all ocular and visual changes even within normal limits". Patient noted halos at night. Upon additional follow up, reporter indicated the patient was improving after being placed on over the counter artificial tears and cyclosporine ophthalmic emulsion eye drops. There are two related reports for this patient. This report will address the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).